Event description:
It was reported by the customer that their insulin pump was squirting out insulin during manual priming. Advised customer the alarm was due to the device being unable to detect the reservoir. Customer stated they do not recall any significant events that lead to the alarm but the device had been dropped, but the cannula was found to be bent. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the self test and no audio or display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a loose and shifted end cap sticker and cracked battery tube threads.